Event description:
It was reported that during a da vinci si hysterectomy procedure, part of the tip on the fenestrated bipolar forceps instrument broke off and fell into the patient. The broken fragment was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip broken off from the distal end. The entire fenestrated section of the grip fractured along the most proximal tooth. The fracture surface did not show any obvious voids in material under low magnification. Engineering concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, isi followed up with the operating room team lead at the site. The team lead indicated that the surgeon was performing dissection using the fenestrated bipolar forceps instrument when the grip on the instrument broke. The team lead indicated that the instrument was inspected prior to use and the instrument did not make contact with any other instrument during the surgical procedure. The team lead indicated that the broken fragment was retrieved laparoscopically using the da vinci si surgical system and the surgical procedure was completed with a replacement fenestrated bipolar forceps instrument. The team lead indicated that the patient did not experience any surgical complications as a result of the reported event and the patient is recovering well.